Event description:
It was reported that while in the radiology department, the patient experienced pain when the medical doctor was inserting the spring wire guide into the basilic vein. After the medical doctor removed the spring wire guide (swg) from the patients basilic vein a "burr" was noted at the end of the swg. There was no reported patient death or injury. Medical/surgical intervention was not required. The insertion was not delayed or interrupted. There were no patient complications and the patient's outcome is listed as fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed, if additional information becomes available.